Event description:
An erratic readings issue was reported with the abbott diabetes care (adc) device. The customer received sensor scan results of 56 mg/dl and 282 mg/dl, while a fingerstick from an unknown device showed 69 mg/dl. It is unknown whether the customer noted a trend arrow on the device. The customer self-managed treatment, but the specific treatment is unknown. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.